Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received in used conditions. Visual inspection was performed in order to detect any damage on the part. During the visual inspection, the following was observed: the shaft has a split between the tube and the neck strap, the split started where the adhesive finished and the tube had contamination inside it. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the manufacturing facility. As a preventive action manufacturing personnel was notified by quality engineer as awareness of the failure mode reported by the customer.

Event description:
It was reported when the device was opened, it was noted that the shaft, near the flange was torn. This was noticed with two patients. No patient injury reported.